Event description:
The pta balloon was used to angioplasty the superficial femoral, popliteal and peroneal arteries. The lesions were extremely calcified and the balloon ruptured at 14 atm. There has been no claim of injury related to this event.